Manufacturer narrative:
The central control monitor (ccm) immediately shut off and there was nothing displayed. The front panel of the system-1 power light emitting diode (led) light was yellow. Per the fsr, the system batteries total nominal available complicity (tnac) was down to 13.19 amp hours (ah). The fsr checked the data logs and this system was not powered on since last pm inspection on (B)(6) 2014. This is the third occurrence of this by the customer over the past 18 months. The fsr advised the customer of situation. They have not used this system in over two years, and say they don't even have any disposables stocked for it. The customer will advise the fsr if they want the batteries replaced. The fsr completed pm. The unit does not meet manufacturer specifications, so a service inspection label was not installed.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the perfusion system failed the battery backup test even after two hour charge. There was no patient involvement.